Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. If the bleeding were to persist it may become severe enough to warrant medical intervention. Discussion with end user on the use of cut to fit wafer and stomahesive power to affected site. No additional patient/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Reported to the FDA on (B)(6) 2013.

Event description:
End user reported developing a tiny cut along the side of the stoma that bleeds sometimes and then stops. Also, the presence of a white area of the stoma.